Event description:
Caller reported a malfunction on the pump, identified as malf 5. There was no information received regarding any impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if issues reappeared, which the caller understood and acknowledged.